Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that a 6f angio-seal vascular closure device sts plus was selected for use. Difficulties were encountered as the physician tamped the anchor and collagen into the artery. An intravascular ultrasound (ivus) revealed no distal blood flow. Two hours later, surgery was performed and the device was removed. The patient was reported in good condition.